Event description:
The customer reported that their battery failed. There was no reported pt involvement and/or pt impact.

Manufacturer narrative:
(B)(4): a f/u report will be submitted once the investigation is complete.